Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker battery indicator as not expected. The patient was symptomatic during hospital check and it was discovered that the device reached end of life (eol). However, it was noted on previous in-office check that this device showed 1.5 years remaining longevity and magnet rate of 100. Boston scientific technical services (ts) discussed the device exhibiting in retry at 5.0 volts and current bin hopping that could impact longevity. The physician elected to explant the device and gave it to the patient as per request. The pacemaker was replaced with new device. No adverse patient effects were reported.